Manufacturer narrative:
Literature article citation: klimo et al. Occipitocervical fusion using a contoured rod and wire construct in children: a reappraisal of a vintage technique. J neurosurg: pediatrics. November 16, 2012; (doi: 10.3171/2012.9.peds12214). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that the authors reviewed the medical records of patients 18 years of age or younger who underwent dorsal occipitocervical fusion procedures using a contoured rod and wire construct. Twenty patients were identified. Surgical stabilization extended from the occiput to c-1 in 3 patients, c-2 in 6, c-3 in 8, and to c-4 in 3. Bone morphogenetic protein was used in 2 patients. One patient had chronic neck pain. It was not reported if this patient had received bmp.